Manufacturer narrative:
This report is submitted on september 12, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report september 12, 2016.